Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that barb on the sheath. During catheter placement, three units used successively were found ruptured. Affected catheter placement operations by head nurse. No other information was provided. This report addresses the first device.

Event description:
It was reported that barb on the sheath. During catheter placement, three units used successively were found ruptured. Affected catheter placement operations by head nurse. No other information was provided. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. One photograph of a microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed a microintroducer sheath in a plastic bag. The distal end of the sheath appears to be damaged. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.